Event description:
The pt reportedly experienced a loud and painful sound percept. This sound percept startled the pt and subsequently they fell down. The pt reportedly was seen at the center for device eval. The audiologist noted that there was an absence of redness and swelling at the implant site. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. To date, surgery to explant the pt's c1 device has not been scheduled.